Manufacturer narrative:
Device 1 of 7. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿there was black spot found on the dressing". The product was not used on a patient, no harm reported. Photographs depicting the reported complaint issue was provided by the complainant.